Manufacturer narrative:
A ge service rep performed an onsite investigation. The cd/dvd connectors, the cd/dvd cables, the adaptor, the cd/dvd drive, and the general purpose operating system board were replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a high capacity disk error message. No pt injury was reported.